Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a (B)(6) female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and leiomyoma nos. Concomitant products included amitriptyline, ibuprofen and topiramate. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/pain: cramping"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloating stomach"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings"), urinary tract infection ("uti¿s"), migraine ("migraines"), nausea ("nausea"), abdominal pain lower ("pain: lower abdominal area"), headache ("pain: headaches"), depression ("depression") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, abdominal distension, dysmenorrhoea, dyspareunia, fatigue, mood swings, urinary tract infection, migraine, nausea, abdominal pain lower, headache, depression and weight increased had resolved. The reporter considered abdominal distension, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Most recent follow-up information incorporated above includes: on 9-jul-2018: this case is incident. The reporter information was updated. This case concerns (B)(6) patient. Her concurrent conditions were added. Lab data was updated. Essure indication was amended. Essure insertion and removal date was updated. Essure lot number was added. Essure indication was amended. Per plaintiff fact sheet following events: abnormal bleeding (vaginal/ menorrhagia), bloating stomach, dysmenorrhea (cramping)/pain: cramping, dyspareunia (painful sexual intercourse), dyspareunia (painful sexual intercourse), fatigue, mood swings, uti¿s (urinary tract infection), migraines, nausea, pain: lower abdominal area, pain: headaches, depression and weight gain. She had recovered from the aforementioned events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 41-year-old female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion (1 abortion in 2008 and 1 abortion in 2013). Essure confirmation test: her device was where it supposed to be. Previously administered products included for an unreported indication: nora be from (B)(6) 2013 to (B)(6) 2014. Concurrent conditions included overweight and leiomyoma nos. Concomitant products included amitriptyline since 2014 to (B)(6) 2018, ibuprofen from 2014 to 2017, rizatriptan since 2014 to (B)(6) 2018 and topiramate since 2014 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/pain: cramping"), 14 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("mood swings"), migraine ("migraines"), nausea ("nausea"), headache ("pain: headaches"), depression ("depression"), anxiety ("mental anguish") and rash ("rash") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloating stomach"), urinary tract infection ("uti¿s") and abdominal pain lower ("pain: lower abdominal area"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstrual bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, abdominal distension, dysmenorrhoea, dyspareunia, fatigue, mood swings, urinary tract infection, migraine, nausea, abdominal pain lower, headache, depression and weight increased had resolved and the genital haemorrhage, anxiety, rash and post procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, pelvic pain, post procedural complication, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 150 lbs. Discrepancy noted on essure removal date - (B)(6) 2018 as per mr diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2014: satisfactory location of right and left essure microinserts.. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Lot number: b34602 manufacture date: 2013-05 expiration date: 2016-05 -31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 41-year-old female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion (1 abortion in 2008 and 1 abortion in 2013). Essure confirmation test: her device was where it supposed to be. Previously administered products included for an unreported indication: nora be from (B)(6) 2013 to (B)(6) 2014. Concurrent conditions included overweight and leiomyoma nos. Concomitant products included amitriptyline since 2014 to (B)(6) 2018, ibuprofen from 2014 to 2017, rizatriptan since 2014 to (B)(6) 2018 and topiramate since 2014 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/pain: cramping"), 14 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("mood swings"), migraine ("migraines"), nausea ("nausea"), headache ("pain: headaches"), depression ("depression"), anxiety ("mental anguish") and rash ("rash") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloating stomach"), urinary tract infection ("uti¿s") and abdominal pain lower ("pain: lower abdominal area"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstrual bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, abdominal distension, dysmenorrhoea, dyspareunia, fatigue, mood swings, urinary tract infection, migraine, nausea, abdominal pain lower, headache, depression and weight increased had resolved and the genital haemorrhage, anxiety, rash and post procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, post procedural complication, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 150 lbs. Discrepancy noted on essure removal date: (B)(6) 2018 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2014: satisfactory location of right and left essure microinserts. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Lab data was added. Reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abortion (1 abortion in 2008 and 1 abortion in 2013). Previously administered products included for an unreported indication: nora be from (B)(6) 2013 to (B)(6) 2014. Concurrent conditions included overweight and leiomyoma nos. Concomitant products included amitriptyline since 2014 to (B)(6) 2018, ibuprofen from 2014 to 2017, rizatriptan since 2014 to (B)(6) 2018 and topiramate since 2014 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 14 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/pain: cramping"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("mood swings"), migraine ("migraines"), nausea ("nausea"), headache ("pain: headaches"), depression ("depression"), weight increased ("weight gain"), anxiety ("mental anguish") and rash ("rash"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloating stomach"), urinary tract infection ("uti¿s") and abdominal pain lower ("pain: lower abdominal area"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, abdominal distension, dysmenorrhoea, dyspareunia, fatigue, mood swings, urinary tract infection, migraine, nausea, abdominal pain lower, headache, depression and weight increased had resolved and the genital haemorrhage, anxiety and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: pfs received - new event 'mental anguish, rash, heavy bleeding' were added. Historical conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 41-year-old female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and leiomyoma nos. Concomitant products included amitriptyline, ibuprofen and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/pain: cramping"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloating stomach"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings"), urinary tract infection ("uti¿s"), migraine ("migraines"), nausea ("nausea"), abdominal pain lower ("pain: lower abdominal area"), headache ("pain: headaches"), depression ("depression") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, abdominal distension, dysmenorrhoea, dyspareunia, fatigue, mood swings, urinary tract infection, migraine, nausea, abdominal pain lower, headache, depression and weight increased had resolved. The reporter considered abdominal distension, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 41-year-old female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion (1 abortion in 2008 and 1 abortion in 2013). Essure confirmation test: her device was where it supposed to be. Previously administered products included for an unreported indication: nora be from (B)(6) 2013 to (B)(6) 2014. Concurrent conditions included overweight and leiomyoma nos. Concomitant products included amitriptyline since 2014 to (B)(6) 2018, ibuprofen from 2014 to 2017, rizatriptan since 2014 to (B)(6) 2018 and topiramate since 2014 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/pain: cramping"), 14 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("mood swings"), migraine ("migraines"), nausea ("nausea"), headache ("pain: headaches"), depression ("depression"), anxiety ("mental anguish") and rash ("rash") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloating stomach"), urinary tract infection ("uti¿s") and abdominal pain lower ("pain: lower abdominal area"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstrual bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, abdominal distension, dysmenorrhoea, dyspareunia, fatigue, mood swings, urinary tract infection, migraine, nausea, abdominal pain lower, headache, depression and weight increased had resolved and the genital haemorrhage, anxiety, rash and post procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, post procedural complication, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event "post procedural complication" added. Outcome of the events pelvic pain and menorrhagia updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.